Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they was a por-power on reset. During troubleshooting pat agent was unable to clear the por and patient was re directed to their health care professional. No symptoms were reported and no further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they were not happy and wanted the list of urologist. It was not fixed and patient was in diapers 24 .7.